Event description:
Overdose reported. The pump was set to infuse an unspecified concentration of morphine at an unspecified rate. One container of morphine was delivered without incident. A second container was ordered to be administered. The second container was a different concentration (higher by approximately 5 times) than the first container. A nurse hung the new container but did not adjust the infusion rate to accommodate for the higher concentration. The pt expired approximately one hour after the new container was hung. The pt was terminally ill. The report source for the customer states, "there is no indication that the pump malfunctioned." Additional info was requested, however, the customer cited confidentiality issues and did not feel comfortable providing more info, especially given that there was no indication of pump malfunction. No additional info was available.